Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy. According to the complainant, during the procedure, the clip grasped tissue, but it failed to release from the delivery catheter. The device was withdrawn, and then the procedure was completed with another resolution hemostasis clipping device. Reportedly, the oversheath was removed prior to advancing the device through the scope. Additionally, no device damage was noted. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age/date of birth and weight are unknown. However, patient was over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy. According to the complainant, during the procedure, the clip grasped tissue, but it failed to release from the delivery catheter. The device was withdrawn, and then the procedure was completed with another resolution hemostasis clipping device. Reportedly, the oversheath was removed prior to advancing the device through the scope. Additionally, no device damage was noted. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was mashing into the bushing. The control wire was kinked and not attached to the clip assembly. The over sheath was not returned with the device. Functional examination found that the clip assembly could not be deployed and the prongs could not be opened or closed. The condition of the returned incident device was consistent with the complaint that the device failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.